Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they went and saw their healthcare provider (hcp) the day prior and they wanted to meet the manufacturer representative in the office for an appointment. They were having some problems. After implant they were put on program 1. It didn't work at all, it didn't do anything. They tried a couple more programs and didn't know what they were supposed to do. When they did program 6 they were getting shocks down leg into ankles. Then they went to program 7, which is what they were on at the time of the report, and it was irritating their bladder, but not hurting. It was not doing anything. They didn't have problems with the previous stimulator. They were told to stay on the setting for 2 weeks. They had been on prog ram 7 for a week. They said it felt very irritated. They had it at 0.5 and had to drop it down to 0.4it was so bad. The hcp didn't think it was a good thing to be doing adjustments over the phone. They wanted them to put the stimulator in the same spot as the old one, but they didn't due to risk of infection. They were very disappointed with the whole system. The old unit was like day and night. They were up 3-4 times at night and was afraid to drink something. Since they had the new implant they started leaking and didn't have that before. No troubleshooting was performed. A courtesy message was sent to the field. The patient was redirected to their hcp.